Event description:
It was reported that during initial implant, the patient's right ventricular (rv) lead was unable to be implanted. The rv lead was not used and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.